Event description:
It was reported that during implant, the lead was screwed into the epicardial right ventricle of the patient when a perforation occurred. It was further reported the physician attempted to sew the hole closed however the patient passed away.

Manufacturer narrative:
(B)(4). (B)(6). Approximately age of device: one month. (B)(4). (B)(6).

Event description:
Additional information received reported that the size of the perforation grew because the heart wall was weak and thin and subsequent bleeding was unable to be controlled very readily. When the bleeding was controlled the heart was fibrillating and unable to be cardioverted.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.